Event description:
A customer reported generating discrepant troponin I rresults for one pt sample. The investigation determined that a malfunction of this type could cause biased results in assays that may be used in critical diagnostic applicatons. There was no report of pt harm as a result of this event.